Event description:
A pharmacist intern reported that following the implantation of an intraocular lens (iol), one haptic was noted to be angulated and this haptic had contact with the posterior side of the capsular bag. The iol lost stability and was dislocated. The iol remains implanted in the patient's eye. The duration of the procedure time was increased by an unknown amount of time. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).